Event description:
There was a report of an overdischarge. The patient had not used the battery in "months." It was reported that the patient stated that at the time, they stopped using and charging it, the battery was not holding a charge as long as usual. No factors that may have led or contributed to the issue was reported. There was a report that the clinician programmer was unable to read the battery. It was reported that a "por" (power on reset) was scheduled for (B)(6) 2016. The issue was not resolved at the time of the report. No surgical intervention occurred and was unknown if the surgical intervention was planned. Additional information from the manufacturing representative (rep) reported that they went to go see the patient in the hospital to have a physician mode recharge (pmr) done on the device. The patient was in the hospital for a "non-stimulation/ins procedure." The rep went to see the patient and the patient refused to have the pmr done. They told the rep that they didn't want anything done to their device and they were considering having it removed because it didn't work. They could not clarify "doesn't work" at the time of the report. The ins indication for use is unclear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.